Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers were ramping up on the insulin pump. Customer stated they were unable to resolve the issue with a battery change. Customer's blood glucose was 105 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads.